Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The action taken with the drugs was not reported. The patient experienced aseptic peritonitis manifested by cloudy effluent and slight abdominal pain and was hospitalized. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).